Manufacturer narrative:
(B)(4).

Event description:
A beckman coulter field service engineer (fse) reported burning odor during an attempt to initialize the instrument while servicing the unicel dxi 800 access immunoassay system for wash carousel motion errors. The fse noted initialization failed. The fse stated there was no smoke or fire, and the fire department was not requested. The customer was not present at the time of the event. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event. Patient results were not impacted. The fse performed system shutdown and discovered a burnt bridge (on the fourth channel on motion controller card (mcc) # 6 and replaced the faulty mcc printed circuit board (pcb). The fse initialized the instrument to ready mode, verified performance, and returned the system to normal operation. No further evidence of burning odor was present.